Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting loss of capture (loc). The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6. Impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting loss of capture (loc). The lead remains in service. No adverse patient effects were reported. Additional information was obtained; the lead was explanted and replaced.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting loss of capture (loc). The lead remains in service. No adverse patient effects were reported. Additional information was obtained; the lead was explanted and replaced.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting loss of capture (loc). The device remains in service. No adverse patient effects were reported. Additional information was obtained; the lead was explanted and replaced.